Event description:
A malfunction occurred with the customer's device, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support again if the malfunction reoccurred.